Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced cannula issues with 2 infusion sets, specifically that the cannula was crimped. The infusion set was in use for a couple of hours. The patient's blood glucose (bg) level due to the issue was 690 mg/dl and they required assistance from a healthcare professional (hcp) to stop vomiting. The patient took a correction injection via mdi to address the high bg. There was no injury caused by the event and the patient had trace ketones, but they were not identified as dangerous or life-threatening by the hcp. The patient resolved the issue by replacing the infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.